Manufacturer narrative:
The device history records for item# 42517000505 lot# 62710616 & receiving inspection report item# 42517050505 lot# 80612884 were reviewed for deviations and the following deviations/anomalies identified. Ncr# 12000124 21 pieces scrapped at sequence# 20. Reference CAPA 429 verified item lot combination and reviewed manufacturing date as tasp lot 62710616 exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported fractured. Not all pieces returned.